Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm and other pump error alarm. The blood glucose level was 150 mg/dl. Customer reported that they received a critical pump error image on the pump screen. The customer reported that they had received the another pump error on the screen before critical pump error image was displayed. The troubleshooting was performed for pump error. The customer was advised to discontinue use of the pump and recommended refer to back up plan per health care provider¿s instructions and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error alarm during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm.